Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was less than 30 mg/dl, 143 mg/dl, 169 mg/dl, 176 mg/dl and 350 mg/dl. The customer took orange juice. Troubleshooting was performed. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.